Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer's pump case clip became loose. Subsequently, the pump case fell, causing intermittent cartridges to become damaged. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 217 mg/dl.